Event description:
It was reported that the insulin pump experienced high blood glucose levels. The customer's husband stated that the insulin pump kept sounding with alerts. He stated that the customer had had issues with low blood glucose levels on an old insulin pump, and now they had high blood glucose issues on the new insulin. The caller declined troubleshooting for the issue until he and the customer were able to speak with the diabetes care educator. The blood glucose reading was 497 mg/dl, which the customer treated using the insulin pump. The caller declined to discuss further regarding the alerts received. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.